Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 50.6 cm to 50.8 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).